Event description:
It was reported a revision surgery due to conversion of a bhr to a bdmh.

Manufacturer narrative:
It was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a complaint history review, manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No medical records have been received on this complaint. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. In the event of medical/clinical records being received, the clinical task will be re-opened and assessed at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.